Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The malfunction was observed; however this is not an indication of a malfunction. It was confirmed the reported issue was due to the anti-glare coating on the front enclosure. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted due to the fact that the device can still administer therapy.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.